Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers: h13b23029, and h13a23039. The review of manufacturing records revealed no issues and no deviations from standard procedure.

Event description:
This is report 1 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. Treatment was not reported. The patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Follow up information was obtained from the patient's registered nurse (rn) related to the event. Per the rn, there was no record of the patient having peritonitis and that the patient was instead hospitalized for having low blood pressure. No allegations were made relating baxter to the event. Upon further investigation it has been determined that the homechoice automated pd set with cassette is no longer a suspect product of this event. Due to the additional information this report was re-assessed and is no longer a reportable serious injury.